Event description:
It was reported that the pump had a "malfunction error". There was no reported adverse impact to the customer¿s blood glucose level reported. The customer expressed willingness to continue using the current device and stated that no follow-up was needed.